Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. It was reported that there were excessive condensation in the inspiratory filter, and at times, the system did not deliver the set fio2. The customer reports the presence of condensation in the patient tubes and in the soda lime basket. Problem attributed to the use of antibacterial humidifier filters during long interventions with a very closed circuit, fresh gas flow 0.3 -0.5 l/min. The user was advised to use circuits with condensation collection cups and not to use humidifier filters for very long interventions. The anesthesia system does not present any technical faults and is also not affected by condensation. The device has passed the system checkout. The device has passed all performance and safety tests according to factory specifications. The device has been returned to the customer and authorized for clinical use. Based on the above information, no device malfunction has been determined.

Event description:
It was reported that the anesthesia system had issues delivering the set level of fio2 during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).